Event description:
It was reported that the device reached the elective replacement indicator. The healthcare provider suspected the battery depletion may have been premature. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis of device image found significant voltage drops occurred during implant period. Further analysis after the device was cut open revealed high current drain. A longevity calculation was performed and found the battery depletion was premature. The high current condition could not be reproduced after installing new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.